Event description:
A falsely elevated human chorionic gonadotropin (hcg) result of 45 miu/ml was obtained. The result was reported to the physician. Although a methotrexate injection was prescribed as a result of the falsely elevated hcg result, there was no report of adverse health consequences to the pt. Analysis of instrument data indicates that the most likely cause for the falsely elevated hcg results was non specific binding.